Event description:
Vena cava filter was placed into a female pt in 2008 for prevention of recurrent pe. A filter retrieval was performed on three weeks later; however, the pt experienced pain and review of images indicated the filter legs to be outside the vessel wall.

Manufacturer narrative:
Eval: this event is still under investigation.